Event description:
It was reported that an uphold vaginal support system device was implanted into the patient during anterior repair of uphold mesh, bilateral sacrospinous fixation and rigid cystoscopy procedures performed on (B)(6) 2012 to treat cystocele and vault prolapse. As reported by the patient's attorney, after the implantation, the patient experienced recurrent utis and flexible cystoscopy (la) was performed on (B)(6) 2012. Additional information received on september 19, 2022: the patient was also implanted with an obtryx ii system - halo device on (B)(6) 2015.

Manufacturer narrative:
Blocks a1 and b5 have been updated based on the additional information received on september 19, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e1310 captures the reportable event of recurrent utis. Block h11: block g2 report source has been corrected.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during anterior repair of uphold mesh, bilateral sacrospinous fixation and rigid cystoscopy procedures performed on (B)(6) 2012 to treat cystocele and vault prolapse. As reported by the patient's attorney, after the implantation, the patient experienced recurrent utis and flexible cystoscopy (la) was performed on (B)(6) 2012. Boston scientific has been unable to obtain additional information regarding the event to date.